Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to (B)(4) is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results there is CAPA is not necessary.

Event description:
It was reported that there was an issue with nv303e - vitelene insert g 32mm post.wall. According to the complaint description, the plasmafit inlay with shoulder is above the edge of the plasmafit polycup nv050t and therefore cannot be anchored when the cup is low. It was reported that the issue occurred as an out of box failure/ during therapy. An additional medical intervention was necessary. This malfunction prolonged the surgery for 5 minutes. Additional information was not available. Additional patient information is not available. The malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00541 ((B)(4) - nv050t). Involved components: nk1004t - corehip std cementless 12/14 size 4 - 52523707. Nk427 - isocer prosthesis head 12/14 32mm xl - 52444279.